Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for follow-up. The right ventricular lead exhibited elevated pacing threshold. The patient was asymptomatic. The physician elected to cap and replace the lead on (B)(6) 2020. The patient was in stable condition before, during and after the procedure.